Manufacturer narrative:
The third-party repair serviceman inspected the instrument and found the brake resistor to be the source of the issue. The serviceman ordered the replacement brake resistor assembly as well as a power control board assembly and tachometer assembly to resolve the issue. Bec internal identifier -(B)(4).

Event description:
The customer reported that their avanti j-15r centrifuge was overheating while sitting idle and felt hot to the touch. The reported issue inittially stated with a d505 error message. There were no reports of injuries, deaths, or delays/changes in treatment or diagnosis related to the reported issue. There were no reports of harm to a patient or operator.